Event description:
Patient seen at urgent care for removal of staples placed 8 days prior. There were a total of 3 staples in patient's scalp for removal. Nurse attempted to remove bottom staple with staple remover unsuccessfully. Unable to visualize the staple after clamping down on it except for a small piece above the skin. It seemed as if the staple went under the skin, instead of coming out. Nurse attempted to remove middle staple, the staple bent but would not break in half. After placing let on the area to help with pain, the provider attempted to remove staple without success reporting the staple would not break in half and seemed to go into the skin instead of coming out. This was the nurse and providers first experience of this happening. Provider suggested maybe the staples were defective. Patient was transferred to downtown, main hospital for further evaluation and removal. This facility is seeing a recurring problem with these staples and staple remover: as a result, the facility has removed these products and replaced them with products made by a different manufacturer.ed notes the following: difficulty removing the staples. On initial exam in the ed was able to remove two staples and then apply let cream (lidocaine, epinephrine, tetracaine) to allow for local anesthesia prior to removing third buried staple. One staple was significantly "tilted"/embedded in skin but was also able to be removed with staple remover after some maneuvering. Wound did slightly open due to these maneuvers and was re-approximated with some skin glue. No complications from this procedure. A small incision was created using a 11 blade scalpel to allow the staple to be pulled upward using forceps. The area under the staple was then large enough to insert the staple remover device and the third staple was removed. Given the amount of manipulation it took to remove the third staple the wound had reopened slightly. Local dermabond was applied with good wound approximation.